Event description:
It was reportedthat during patient use, the tracheostomy tube cuff was leaking air. Additionally, no device replacement was required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The lot/serial number was not provided. Therefore, no manufacturing date is available.(B)(4).